Event description:
Patient revised to address poly failure.

Manufacturer narrative:
Examination was not possible as no product was returned. The investigation was limited to the information provided regarding the reported poly failure, as the product code and lot numbers required to review the device history records and complaint history were not provided. The investigation could not verify or draw any conclusions about the reported poly failure based on the provided information. The need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.